Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. The customer¿s blood glucose was 6.4 mmol/l at the time of incident. The customer also stated that the insulin pump had blank display and display returned after insulin pump restart. Customer stated that the contacts on the battery cap were neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No pump error 23, pump error 68 or pump error 49 anomalies noted. Device received with cracked case and cracked battery tube threads.